Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a paroxysmal atrial fibrillation cardiac ablation procedure and patient experienced a cardiac tamponade treated with a pericardiocentesis and required prolonged hospitalization. Two hours after the ablation, the patient presented with low blood pressure and ultrasound showed a pericardial effusion. The physician then performed a pericardial drainage which allowed the patient to regain good blood pressure. No problems encountered during the procedure. Procedure successfully completed. Additional information was received. Transseptal puncture performed with abbott sheath and needle. Patient outcome was fully recovered (no residual effects). Correct settings used and no error messages on equipment during procedure. No evidence of a steam pop. The patient remained on surveillance for 2 days longer than planned. The physician¿s opinion was that there was no specific cause of the adverse event as the procedure went smoothly.